Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, "soft tubing just before the proximal port just before where soft tubing connects to hard plastic (see purple box in attachment). Found to have crack noted during infusion. This opened up central line to infection and necessitated needle removal and reinsertion, painful in child".